Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021, a distributor of infutronix reported a complaint on behalf of an end user: "an administration set model hs-004, lot 2106005 was leaking at the connection of the filter." The event happened during an infusion. Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00113.

Manufacturer narrative:
On 02/25/2022, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.